Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: adding annex code b13 since it was missing on MDR (B)(4). The small grasping retractor instrument was returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer-reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a broken cable on the small grasping retractor instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was completed with the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.